Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that defibrillation therapy was programmed off after this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (sicd). Episode review was requested by a boston scientific technical services consultant who noted the shock was delivered into a fast cardiac signal. The episode showed a continued situation of low r:t ratio and t-wave oversensing (twos) driven by a reduction of r-wave to 0.5mv at a rate around 160 bpm. A template was acquired in this condition; however, the ratio was low enough to sense the t-wave. Once the t-waves were annotated, the calculated heart rate was above 250 bpm. Prior to the last interrogation, capture was observed in all three vectors with good r-waves and r:t ratio. The device is using one single zone at 240 bpm and the consultant inquired if this was intentional by the physician. Troubleshooting and programming options were discussed. The boston scientific local area representative confirmed the single zone programming was deliberate to only treat ventricular fibrillation (vf) for this young patient. It was identified that the patient had undergone a procedure in the mediastinum and it is suspected that air from the procedure was affecting the amplitudes. Automatic setup was performed and secondary vector was programmed. The clinical observations were resolved and the system remains in service. No additional adverse patient effects were reported.